Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose on (B)(6) 2020 with blood glucose of 23.1 mmol/l at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if auto mode was active during the event. It was reported that the infusion set was occluded. It was reported that the insulin pump received no delivery alarm. Troubleshooting was performed. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.